Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2267 alarm during fill 4 of 5 on the homechoice machine(hc). The caregiver(cg) stated, the home patient (hp) disconnected from the hc to use the restroom. The technical service representative (tsr) assisted the cg to close all clamps and cycle power. System error 2367 alarm occurred. The tsr advised the cg to discard the supplies and finish with manual supplies. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies, no further issues were found. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2267 alarm was confirmed. The root cause was identified to be the patient disconnecting from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.